Event description:
It was reported that the patient complained of feeling un-comfortable. X-ray revealed dislodgement of the atrial lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.